Event description:
The user facility reported that the involved izanai wire was advanced to distal right coronary artery (rca) and parked in a branch vessel. This led to a small perforation. The patient was not harmed, and the case was completed successfully. No blood loss was reported. The event results did result in patient injury and medical/surgical intervention was needed. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention. Additional information was received on 30 apr 2024: the procedure performed was a percutaneous coronary intervention (pci) of the rca. The patient was stable and doing well.